Event description:
It was reported that during the meniscal root repair, the needle broke when it was inserted through the meniscus. Part of the broken needle remained in the meniscus. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.